Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The doctor performed a removal on (B)(6) to remove an old metal on metal femoral implant. Without issue the implant was removed and replaced with a new dual mobility head option. Doi: unknown, dor: (B)(6) 2021, (unknown side).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known. H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased.

Event description:
Additional information received indicated that the reason for revision was elevated cobalt levels. The surgery time was not extended.